Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a chipped objective lens, a wrinkled connecting tube, a universal cord with peeled coating, the forceps lever did not move smoothly due to damage on the forceps elevator, the air/water cylinder had no color, and the distal end was discolored. The following components were found scratched: the grip, forceps channel port, switch box, and the suction connector. The following components were found corroded due to a water leakage: the plate, circuit board cover, and the sheet holder unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had a loose elevator channel plug. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, a gap in the adhesive area between the hold ring and distal end, foreign material in the adhesive around the objective lens and the light guide lens, and foreign material in the light guide lens were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, suggested event 1: there is a gap in glue between hold ring and c-body. The probable cause was due to physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used; suggested event 2: ob-lens glue has foreign materials; suggested event 3: lg-lens is dirty; suggested event 4: lg-lens glue has foreign materials: although adhesion of the foreign materials was confirmed, it could not be specified what the foreign material was nor the root cause of the foreign material adhesion. Olympus conducted 3gfe to the user, there was no response. Therefore, no further information was available. Additional information stated that reprocessing steps were implemented in line with the instructions for use (IFU). No physical damage on the location where the foreign materials remained. Olympus will continue to monitor field performance for this device.